Event description:
In (B)(6) 2013, the patient¿s pump was explanted due to an infection around the pump. The physician was informed by an "outside hospital system." The physician indicated that the plan was to replace the patient¿s pump in (B)(6) 2013. Information regarding starting doses was discussed. Drug delivered via the device was baclofen. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
The patient had a new pump and catheter implanted on (B)(6) 2013.